Manufacturer narrative:
G4: 18feb2020. B4: 19feb2020. The customer could not confirm if there was patient involvement at the time of the reported event, however, there was no report of patient harm. The customer did not respond to requests to confirm if updating the software version resolved the problem. No additional repair details could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/16/2019.

Event description:
The customer reported intermittent error codes related to proximal pressure line disconnect and patient circuit occluded. It is unknown if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. Technical support advised the customer to perform performance verification testing to identify the cause. The customer reported that the ventilator passed performance verification testing. Technical support recommended to update the software version.